Event description:
It was reported the patient went to the hospital on (B)(6) 2014 for an electrocardiogram procedure and they turned their implantable neurostimulator (ins) off. The patient was not in the hospital due to the device or therapy. The following day, the patient turned the ins on. It was stated that it wasn¿t ¿feeling right.¿ while troubleshooting, the ins was turned off and then back on. Upon turning it back on, it was ¿too strong¿ and in the rectum. Stimulation was decreased from 3.0v to 2.9v and the patient still felt it in the rectum, but it was uncomfortable. The same day, the patient started ¿spasming¿ on the pelvic floor more than normal after turning the stimulation on. It was stated the patient was having cramping and ¿a lot¿ of pain in the bladder, lower abdomen area. The patient had the pelvic floor cramping quite often and for a long time, even prior to implant. It was noted the patient had psoriatic arthritis, which ¿may be¿ related to the pelvic floor issues they are having. From 2008 to 2012, the patient was on ¿28 bladder medications, bladder installations, and had spinal injections for the pelvic floor muscles.¿ this was reportedly ¿tied¿ to the interstitial cystitis the patient had which caused pain in the bladder. It was stated the patient was ¿not getting any pain¿ from the ins. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# v519456, implanted: (B)(6) 2010, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).